Manufacturer narrative:
Patient identifier not available from the site. UDI not available for this system at time of filing. Device manufacturing date unavailable at this time. A medtronic representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts were replaced or returned to the manufacturer for evaluation.

Event description:
A site representative reported that, while in a spinal fusion procedure, it was not possible to move gantry on the imaging system in the x-direction. The gantry only reaches 1-2 cm before it halts abruptly with a bang. The site found that the x-stage cover had buckled due to tensions caused by too tight positioning and tightening of the mounting screws. The site released all screws and re-tightened them firmly without putting strain to the cover. There was a reported delay to the procedure of less than 1 hour due to this issue and no impact on the patient outcome.

Manufacturer narrative:
Additional information: UDI and manufacture date provided in appropriate fields.